Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any medical or surgical intervention required for the event of the ¿band is torn after 1/2 year use¿.?

Event description:
It was reported that a patient underwent an unknown procedure and non-absorbable tape was used. Following the procedure, the band was torn after a half year use - partially absorbed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was any medical or surgical intervention required for the event of the ¿band is torn after 1/2 year use¿.? Veterinary canine patient. If the device or further details are received at a later date a supplemental medwatch will be sent.